Manufacturer narrative:
The reported loss of telemetry was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and in the automated test equipment; no anomalies were found. The current drain was normal. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to be the cause for the battery depletion and loss of communication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.